Event description:
Per the clinic, the rechargeable battery for the sound processor was found to have warmed up without being in use. The equipment has been removed from service. No reports of patient injury are associated with this event.

Manufacturer narrative:
(B)(4).